Event description:
Line was inserted for IV antibiotic therapy in february 2006. Pt had arm symptoms. No dvt on first ultrasound. Pt on low molecular heparin. Line taken out early july, tip noted. Ultrasound one week later for arm discomfort showed dvt in arm and subclavian veins. Foreign body which was removed surgically. Pathology description, "an elogated strip of elastic material 90mm in length and 2mm in diameter, pale yellow and grey in colour." Considered synthetic material by pathologist.

Manufacturer narrative:
A complaint history review could not be completed since the lot number was not indicated. The complaint is considered to be inconclusive since the product was not returned for eval.